Manufacturer narrative:
Examination of the returned instrument found the complaint unconfirmed; the tip is not stripped and the instrument is found to function as expected. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The universal hex screwdriver was unable to hold screw properly and screw in the screw.